Event description:
Caller reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump history indicating an issue. Caller experienced an unstable charging connection despite trying various solutions, including using a different charging cable, which did not resolve the issue. The pump battery was eventually able to charge to 100% during the call. There was no adverse impact to the customer's blood glucose level. Technical support decided to send replacement tandem cable and wall adapter via two-day shipping as a precaution. If the pump battery depletes before receiving new supplies, the customer was advised to rely on multiple daily injections (mdi). No additional information was received regarding the outcome of the event.